Manufacturer narrative:
During the evaluation process, it was confirmed that the spinemap® 3d 2.0 software, (B)(4) was associated with the reported event. The reported event of inaccurate can be replicated, as it was confirmed that the continuously bumped the patient tracker.

Event description:
It was reported that during a posterior cervical fusion over multiple levels, an inaccuracy of the system of approximately 2 mm inferior/superior was observed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a posterior cervical fusion over multiple levels, an inaccuracy of the system of approximately 2 mm inferior/superior was observed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a posterior cervical fusion over multiple levels, an inaccuracy of the system of approximately 2 mm inferior/superior was observed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.